Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient requested assistance finding a prosthetic urologist as the existing artificial urinary sphincter (aus) was failing. According to the patient, the aus was implanted 15 years ago but he is unsure of the implant date. Patient liaison provided three urologists close to the patient zip code.